Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event(s) was identified which occurred in the therapy initiated on (B)(6) 2013 at 01:12:49. During night drain cycle five, the patient's ultrafiltration reading was 1530ml, indicating the home patient (hp) drained 1530ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was false empty detect and use error, inappropriate bypass of the low drain volume alarm, not including I-drain. (B)(4) a review of the following labeling was performed: (B)(4) 2009 homechoice apd systems patient at-home guide.; section 18.4.5 bypass low drain volume alarm. Pages 18-45 and 18-46 describe the procedure for bypassing a low drain volume alarm. This section also contains information warning the user that bypassing a low drain volume alarm inappropriately can lead to an iipv situation. The text also instructs the user to contact their dialysis center to learn when it is safe to bypass a low drain volume alarm. The text on pages 18-45 and 18-46 includes, "bypassing a low drain volume alarm can leave fluid in the peritoneal cavity and result in an increased intraperitoneal volume (iipv) situation. Iipv can result in a feeling of abdominal discomfort, serious injury, or death. A low drain volume alarm occurs to let you know that your drain flow rates indicate that you are empty, but have not achieved your minimum drain volume. Follow the steps below to bypass a low drain volume alarm. Contact your dialysis center to learn when it is safe to bypass. Bypassing a low drain volume alarm when the total uf at the end of the last cycle is lower than normal for this point in the therapy can result in an increased intraperitoneal volume (iipv) situation. A negative uf value can result in a greater potential for iipv. Press go to resume drain." If any additional information is received, a follow-up will be sent.